Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the sudden return of bowel incontinence was that the patient had turned it off by accident. It was noted that it has been resolved and is working as before. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms; patient had a return of bowel incontinence a week to a week and a half ago. Patient said their ins had been working beautifully, but then they started having bowel incontinence like they did prior to implant. Prior to today's call, the patient increased stimulation but experienced discomfort in their vagina and still experienced loose stool. They also took loperamide for the loose stool. Programming and stimulation considerations were reviewed; the patient was told to consider changing programs if medically appropriate. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss programming options. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the patient was evaluated in the hcp office on (B)(6) 2018 and the device was found to be off; device was turned back on. Patient will return to hcp for follow up regarding bowel incontinence. No further patient complications have been reported as a result of this event or are anticipated.